Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> it was reported that heads (green 36 +1.5 head and brown 32 +5 head) were damaged. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the dps trl hd m 32 +5 has multiple scratches at the convex surface. Additionally, the sample exhibits signs of heavy usage. Although no chipped condition was found, the reported allegation can be confirmed as the observed failure mode prevents the device to work as intended in the same manner. The observed scratches are consistent with other tools and hard edges coming in contact with the device, properly handling and attention to the approved use of the device diminishes the risk of failure. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the dps trl hd m 32 +5 would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (j0107) provided is not a valid finished goods lot number. H11 additional narrative: corrected: h3

Event description:
It was reported that heads (green 36 +1.5 head and brown 32 +5 head) were damaged. The heads were severely chipped, a result of natural wear and tear from many uses.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.